Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer insulin pump had critical pump error. The customer¿s blood glucose level was 111 mg/dl. The customer stated that they had received a big red x cannot let get out of the screen and that started. The customer reported that they received a critical pump error on the pump screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation and motor safety circuit failed test error found in the alarm history file due to a software error. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.